Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 18342488.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. All explanted device components were kept by the facility and will not be returned.